Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Other applicable components are: product ID neu_unknown_lead lot# unknown : product type lead, a good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Patient switched lead sides because they were no longer feeling stimulation and thought might be the lead had moved, patient was also unaware she could increase to a higher level since she began at a low number. Patient was initially set at 0.5 and patient increased to 1.0 and was still not feeling stim. Patient was told by doctor that they shouldn't have to increase from 0.5, but that they could turn stim up. Patient was currently on the left side and had not tried the other side yet. During the call, patient attempted to change to the other side but didn't make any change to stim during the call. Patient said later in the call that they were told they wouldn't feel stim. Patient hadn't been noticing any improvement yet and noted they were not in pain. It was reviewed consideration of increasing stim and that stim can go as high as 12.5. Patient stated that her leaks have increased since starting the evaluation and patient did not feel stim on the left side after leaving doctor's office/ also her expectations were not being met. Patient changed to their right side on the 2nd day of evaluation/ felt stim at a comfortable level. Patient was advised to consult with doctor for more information. There were no complications or that no further complications were reported.